Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead did not find any anomalies except for procedural damage. No damage to the lead insulation was noted. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented during implant procedure. During procedure, the insulation of the atrial lead was found to be damaged after the physician fixate the lead. The reported lead was not installed and the procedure was completed with an alternative lead on 5 jun 2024. The patient was in stable condition.